Event description:
It was reported that tandem mobi pump experienced cartridge alarm during cartridge loading despite customer following app prompts and using proper process. There was no adverse impact to the customer¿s blood glucose level. Customer removed cartridge as instructed, delivered 9-unit bolus successfully, was unable to reload original cartridge, and with technical support assistance loaded new cartridge correctly, resumed insulin therapy, and issue was resolved.